Event description:
It was reported the pt (B)(6) is experiencing pain and discomfort at the ipg site particularly during movement. The pt's ipg is implanted in the abdomen, and the issue reportedly began after the pt bent over. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.